Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Vasospasm and stroke are known possible adverse events associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post-procedure. It was reported that during a left internal carotid rx acculink stenting procedure, post embolic protection removal, the pt experienced a mild residual vasospasm; however, it was not sufficient to require treatment. The pt became very confused the night following the stent implant procedure. MRI revealed a small area of acute ischemia of the left middle cerebral artery. Repeat angiogram was negative. The stent was patent without thrombus. Second day post implant, the pt was reported as much improved with slight confusion and slight right hand weakness. Six days post procedure, neurology exam revealed stroke of the left frontal lobe with no secondary weakness. The pt was discharged to rehabilitation facility in 2009 and described as greatly improved. No additional info was provided.